Manufacturer narrative:
Citation: simonato m et al. Transcatheter replacement of failed bioprosthetic valves: large multicenter assessment of the effect of implantation depth on hemodynamics after aortic valve-in-valve. Circ cardiovasc interv. 2016 jun;9(6). Pii: e003651. Doi: 10.1161/c ircinterventions.115.003651. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the optimal zone for transcatheter heart valve implantation in valve-in-valve procedures. All data were collected from multiple centers since 2010. The study population included 292 patients predominantly male; mean age 79 years, 157 of which were implanted valve-in-valve with medtronic corevalve evolut (serial numbers not provided). Among all patients adverse events included: high and low positioning, increased gradient, aortic regurgitation, patient prosthesis mismatch, major vascular complications, bleeding complications, stroke, coronary obstruction, permanent pacemaker implant. Based on the available information, all were attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.